Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since the patient was implanted with their 97715 on (B)(6) 2020 the patient has been sore at the area of their ins. The patient said they contacted their health care provider (hcp) the day after they were implanted to let them know they were in severe pain. The patient said their ins is in their upper left butt cheek and they can see the bulge where the ins is and they felt like their skin was stretching where the ins was implanted. The patient first spoke with their manufacturer representative regarding this in (B)(6) 2020 and the patient was told that there were red lights when diagnostics were ran but the patient met with a different medtronic representative (first and last name unknown) in february and was told that there were no red lights for their diagnostics. The hcp is considering stabilizing the patient's ins which they said scar tissue might also be present. Pss documenting reported event. The patient representative originally called but then handed the phone to the patient who provided the patient services specialist with the reported information. Additional information received from the rep indicated that when connecting the patient's paddle lead that was already implanted, it was noted that electrodes 9 and 11 were damaged (red) and should be avoided for programming. Patients previous pocket was used for the new battery. Soreness at the battery site was due to incision site pain. The hcp is a pain management doctor and does not place paddles. He discussed with the patient post op that he would refer her to a neurosurgeon for revision should they need to but no referral has been placed at this time. The patient's weight is unknown.